Event description:
It was reported that a half day infusor had particulate matter embedded in the tubing of the device. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured october 30, 2014 and october 31, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed a black particle approximately 1.05 mm in length, embedded in the material of the tubing component. The particle was not in the fluid path, it was molded within the material of the tubing. Fourier transform infrared spectroscopy (ft-ir) was attempted, but the embedded particle was insufficient to produce visible signals on the ft-ir spectra. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.